Event description:
It was further reported that fiber was attached to the device when it was removed from the pouch. The device was not wiped down prior to noting the fiber.

Event description:
It was reported that during prep for a percutaneous coronary intervention procedure, foreign material was noted on the burr.the target lesion was located in the proximal left circumflex. A fiber like substance was attached to the 2.15mm rotablator rotalink plus burr. The procedure was completed with a different device. No patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).